Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, specifically during test rotation, the image was too dark and could not be viewed. It was not known if air was removed during preparation for flushing; however, the possibility of a dark image due to residual air cannot be ruled out. The procedure was completed with another of the same device. No patient complications were reported.